Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Bleeding, cardiogenic shock and cardiac tamponade are listed in the device instructions for use (IFU) as potential adverse effects that can occur during the implant procedure. They are typically a complication of the procedure not the device. There was no indication that a malfunction or misuse contributed to the reported events. Additionally, the event does not indicate a potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve with this delivery catheter system (dcs), bleeding, cardiogenic shock and cardiac tamponade were reported. The procedure was converted to cardiac surgery. No additional adverse patient effects were reported.